Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: telephone number: (B)(6). The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that there was an issue with the angio-seal device. Another angio-seal device was used, and hemostasis was achieved with the new angio-seal device. The patient was stable and there was no adverse event. A pre-deployment angiogram was performed. The type of procedure performed was transcatheter aortic valve implantation (tavi). There was no blood loss. Procedure sheath sizes that were used were, 6,6,7,10,14. Multiple sheath sizes were used for access for a few usages: for implant, for injection, for pressure measurement. There were difficulties with sheath insertion. A pre-deployment angiogram was performed. There were issues with deployment of the device.